Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical system, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the sb979 was being used during a nephrectomy procedure on (B)(6) 2020. The distributor reported "this specimen pouch burst in the duration of a kidney removal". This caused a 25-30 minute delay in the procedure. By way of enlarging the incision the user was able to retrieve the pieces of the device. An alternate device was used to complete the procedure. There was no report of injury to the user or the patient. There was no report of medical intervention or hospitalization due to this event. The OEM, unimax medical systems, has been notified of this event and no response has been received. The OEM has reporting responsibility for this event. This report is being raised on the basis of injury due to the enlargement of the incision that was required to retrieve the components.